Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the personal therapy manager (ptm) displayed code 8286, empty reservoir. It was unknown if the patient was due for a refill. The patient confirmed hearing a critical alarm sound. The patient noted she had an appointment on (B)(6) 2018, but it was reviewed that the patient contact the healthcare provider (hcp) as soon as possible regarding the issue. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the cause of the code 8286 was unknown. It was unknown what actions were taken to resolve the code. There were no further complications reported at this time.